Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure. It was noted that the balloon ruptured at 3atm. There were no patient complications reported.